Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: if your transmitter and pump are farther than 20 feet apart or are separated by an obstruction, they might not communicate or the communication distance may be shorter and result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer did not have pump and sensor within line-of-sight of each other. Customer's blood glucose was within range (value not provided). Reportedly, the transmitter was replaced to resolve the reported issues.